Manufacturer narrative:
.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was severe angulation at the native bifurcation, from the right iliac into the aorta. It was reported that an initial implantation was successfully completed. The patient presented for follow-up appointment approximately 1.5 months post stent graft implant with some slight pain in their legs. The physicians ordered a CT, which demonstrated a right limb occlusion in the right limb, where the iliac comes off the bifurcation within the stent graft. The physician attempted to repair via endovascular. The physician gained access through the right iliac artery with a wire and de-clotted the stent graft. The physician implanted an aneurx 16 x 11.5 iliac limb and angioplasty the iliac artery. The angiogram revealed that there was still a blockage at the proximal portion of the contralateral gate. The physician was unable to de-clot area at the gate. The physician elected to covert to a femoral to a femoral to femoral bypass. No additional clinical sequelae were reported and the patient is fine.